Event description:
It was reported that damage to the pump housing caused difficulty loading and unloading cartridges. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.